Event description:
The customer reported that the camera console would not accept the camera head, causing a 1.5 hour delay in surgery related to trouble shooting the equipment. The surgery was completed laparoscopically with another camera head. It was reported that the pt is doing fine.

Manufacturer narrative:
Investigation results: to date, a final investigation of the equipment has not been completed. A follow-up report will be sent after the investigation is complete.